Manufacturer narrative:
The technician the power control module was damaged. He replaced the power control board to repair the bed.

Event description:
Info rec'd indicates the bed has no functions, no power to the bed.